Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that after they used the "change device" function, the numeric values and waveforms disappeared completely, the cns application closed and the pc rebooted on its own. The system was down for approximately 4 minutes. After the reboot, the cns resumed operation without issue. No harm or injury reported. The cns monitors bedsides and transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns, but did not experience a failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Transmitters - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.

Event description:
The customer reported that the central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that after they used the "change device" function, the numeric values and waveforms disappeared completely, the cns application closed, and the pc rebooted on its own. The system was down for approximately 4 minutes.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that after they used the "change device" function, the numeric values and waveforms disappeared completely, the cns application closed, and the pc rebooted on its own. The system was down for approximately 4 minutes. After the reboot, the cns resumed operation without issue. The cns was monitoring bedside monitors (bsms) and telemetry transmitters. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: a review of the history of the serial number found two (2) other occurrences of the same issue (tickets 80275 and 83064). Analysis of the logs showed that the device had signs of system corruption. In this state, stable operation of the device could not be guaranteed. The cause of the corruption could be identified. Possible causes of the system/software corruption are ungraceful exits, unexpected shutdowns, and improper software update. It is recommended for the device to be repaired and the software to be re-installed. Instructions on the reinstallation can be found on section 4 of the service manual of the device. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.